Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was reported that the cause of death could have been diabetic ketoacidosis or heart related; however, this was not confirmed. The death certificate was not available. Pd therapy was ongoing until the time of death. It was unknown if the pt had been hospitalized prior to death, or if the pt was on the hc device at the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no failure, malfunction or increased intra peritoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed that the device was tested and passed both functional and electrical testing. The device pneumatic system was analyzed and revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity tests and successfully completed a short simulated therapy. The device was analyzed and no failure or malfunction was identified that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.